Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a posterior needle to cuff miss. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to advance could not be determined. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a vascular interventional procedure. Reportedly, the proglide device was difficult but ultimately able to advance into the anatomy. The suture of the proglide device did not connect in step 3 when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.